Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2015-26326 and 1627487-2015-26327.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2015-26326 and 1627487-2015-26327. It was reported the patient has never received effective stimulation and requests that her scs system be explanted. Follow up information identified the patient underwent surgical intervention to explant her scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2015-26326 and 1627487-2015-26327.